Manufacturer narrative:
Concomitant medical product: product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2011 product type lead product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2011 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the device was replaced for an unknown reason. When the device was replaced, the leads migrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I. The patient reported that their ¿nerve stimulator was not taking a charge¿. The patient stated that they had ¿sat there for hours with this thing and it just didn¿t register. The patient stated that they tried charging it a month ago and it wouldn¿t connect. The patient stated they went seven days without charging and they tried to connect and couldn¿t. They stated that they have not been able to get it to successfully connect since. The patient stated that they think this was due to normal battery depletion because it was the original battery. Patient services tried to confirm when the last time the patient was able to successfully charge the ins but it was unclear. No symptoms were reported. The event occurred about a month ago in 2019. No further complications were reported/anticipated.